Event description:
Device 3 of 4. Reference MFR report: 1627487-2013-06187. Reference MFR report: 1627487-2013-06188. Reference MFR report: 1627487-2013-06190. The pt was implanted with three leads from three different lot. It was reported the pt's leads migrated, it is unk which of the leads migrated. The pt underwent surgical intervention to revise the leads, and all three leads were replaced. The ipg was electively replaced by the physician. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.